Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters should be reviewed for this tube type. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had erroneous results. The following information was provided by the initial reporter: "customer experienced issues with sodium values couple of years ago. Basic chem panels were run ¿ erroneous sodium results were noted approximately 1/month for a series of months during this time."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes had erroneous results. The following information was provided by the initial reporter: "customer experienced issues with sodium values couple of years ago. Basic chem panels were run ¿ erroneous sodium results were noted approximately 1/month for a series of months during this time."